Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventative maintenance (pm) a getinge field service engineer (fse) received the iabp unit with the led charge indicator of battery 1 showing one dot. The fse confirmed with cathlab personnel and biomedical engineer that the iabp unit was plugged in all night. The fse left the unit plugged in with just battery 1 inserted for about 1.5 hours, and battery charge never went up past one led charge indicator, so the fse inquired with cathlab personnel and learned they had observed this battery not charging in recent times. The fse inserted a known good battery in slot 1, and battery did charge. To fix the issue, the fse replaced the batteries as a pair and observed the new batteries charging. Nothing unusual was shown in the logs. The fse then performed full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full name of the initial reporter is (B)(6). The initial reporter is a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number as contact information for the initial reporter: (B)(6).

Event description:
It was reported that during a preventive maintenance (pm) performed by a getinge field service engineer (fse), the battery in slot one (1) of the cardiosave intra-aortic balloon pump (iabp) failed to charge. There was no patient involvement, and there was no adverse event reported.